Event description:
Report received of an over-delivery due to a user error. The pump was programmed to deliver 1200ml of an unidentified chemotherapy medication at a rate of 52ml/hr to infuse over twenty-four hours. The customer reported that there was a calculation error in the actual volume of fluid in the medication bag. The bag contained 1000ml and should have been set at a rate of 42cc/hr to infuse over twenty four hours. The customer reported that there were no adverse pt events and no medical interventions were required. Though requested no additional medication was available.